Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 550cc saline breast prosthesis felt a mass on her right breast and is suffering from pain and discomfort. An ultrasound was performed, and it showed that the right breast prosthesis does not appear to be ruptured and there is a benign mass. As a result, the patient will undergo unilateral explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2020.

Manufacturer narrative:
On 23-sep-2020, mentor received additional information about the event: the patient¿s right breast prosthesis deflated. During explantation surgery, a small leak was observed in the device. Block b1 is product problem has been checked and device code 1546 material rupture has been added. The patient had only her right breast prosthesis removed and it was replaced with a mentor smooth round moderate plus profile 550cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast pain, deflation on the implant, and developed a mass on her right breast. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view measuring approximately less than 0.1 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add code 1994 ¿pain¿ to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-jan-2021, mentor received additional information about the event. The reported benign breast mass is a breast cyst. On 18-feb-2021, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast pain, deflation on the implant, and developed a cyst on the right breast. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the posterior aspect measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).